Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd part # 338960, serial #(B)(6). ¿ problem statement: customer reported a complaint regarding a waste leakage without bleach not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 20aug2020 to 20aug2021. ¿ complaint trend: there are 7 complaints related to a waste leakage not contained within the instrument. Date range from 20aug2020 to 20aug2021. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste check valve. The leak was originally discovered during a preventative maintenance, and the customer requested for the dispatch of an fse (field service engineer). The fse confirmed the issue was due to a worn waste check valve (pn 334044) in the wet cart, replaced it, and ran several tests on the instrument. The fse ran cab beads to verify optical alignment, and a cst performance test to confirm that the instrument was functioning as expected with no further leakages. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage of biohazard poses a risk of contamination upon skin contact, the customer confirmed that they did not come in direct contact with the leakage and were not harmed in any way. Additionally, the leakage was not under pressure and thus did not have an increased risk of contact. While the instrument was being used for clinical treatment, the results gathered during the incident did not delay or harm the patient in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2014. Defective part number: 334044 - check valve waste. Work order notes: o subject / reported: "leak discovered during pm". O problem description: "leak discovered during pm". O work performed: arrived on site to complete canto ii non-emergency call on ((B)(6)) located at cognate bio-services in (B)(6). Replaced 334044 (waste check valve) located in the wet cart, ...tested ok. I ran cab beads to verify optical alignment. Ran cst performance test ..... Passed. I completed the service call as per (bdfacscanto ii, doc. Number 640597, rev. 02). I used part number 334044 (waste check valve) on this call. Note: the fluid leaking was waste. The area was decontaminated, and the faulty component replaced., no one suffered exposure nor was injured due to this issue. O cause: defective waste check valve part number (334044). O solution: the instrument is testing without errors and I have returned ((B)(6)) to the lab for normal use. (Panels are currently being loaded.). I used laser power meter model: coherent part # 500003780 serial number (B)(6)) and heise guage- model: pte-2 part #335618 /serial (B)(6)) and digital multi-meter model: fluke 115 part# 98-10248-00 serial# (B)(6) calibrated equipment furnished by bd. The current software version level that the device is running is facs diva v9.0. No RMA parts were used. Note: the fluid leaking was waste. The area was decontaminated, and the faulty component replaced., no one suffered exposure nor was injured due to this issue. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in (B)(4) rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.2 not connected. O potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. O potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart.. O current controls: user observation of leak.. O recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump byhargraves pump o severity: 8. O occurrence: 4 o detection: 1 o rpn: 54 o item: 23. Valves o function: 23.1 block, pass, or direct fluids o potential failure mode: 23.1.1 valve leaks o potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. O potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. O current controls: di rinse daily. O severity: 5 o occurrence: 7 o detection:1 o rpn: 35. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn check valve. ¿ conclusion: based on the investigation results the root cause of the spray of fluid under pressure was due to a worn check valve. The fse confirmed the issue and replaced the check valve (pn 334044). After the repair, the fse ran cab beads to verify the optical alignment was correct and a cst performance test to verify the instrument was working as intended. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto ii cytometer 4/2 system ivd there was leakage outside of the instrument. The following information was provided by the initial reporter: per fse wo notes - 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. (If not contained) was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Waste. 5. What is the source of leak ¿ before waste line or after waste line? After waste line. -5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. 6. Was the customer/bd personnel physically in contact with the fluid? No. It was reported that there was a leak discovered during pm. Customer problem: "leak discovered during pm" problem 2: n/a. Problem 3: n/a. Problem 4: n/a. Next steps (if necessary): dispatching to fse software version? Facs diva v9.0. Is this instrument used for clinical testing? No. Bd notified date (per fse) 08/19/2021. Bd notified time (per fse) 13:30 est. Leak questions (if occurred) leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Waste. 4. What is the source of leak -- waste line or non-waste line? Yes. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Survey: did a death occur? (Yes or no) no. When did event occur? (Before use, during use, after use, unknown) before. Detailed incident death occurred (yes, no, or unknown) no. Serious injury (yes, no, or unknown) no. Erroneous results (yes, no, or unknown) no. Course of treatment if injury (yes, no, or unknown) no. Exposed to blood/bodily fluid (yes, no, or unknown) no. Stuck by needle/probe (yes, no, or unknown) no. Any safety issues (yes, no, or unknown) no. Any medical intervention (yes, no, or unknown) no.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto ii cytometer 4/2 system ivd, there was leakage outside of the instrument. The following information was provided by the initial reporter: per fse wo notes: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. (If not contained) was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. What is the source of leak ¿ before waste line or after waste line? After waste line. 5b (if waste line) ¿ was waste mixed with bleach or decontaminate? No. Was the customer/bd personnel physically in contact with the fluid? No. It was reported that there was a leak discovered during pm. Customer problem: "leak discovered during pm." Problem 2: n/a. Problem 3: n/a. Problem 4: n/a. Next steps (if necessary): dispatching to fse. Software version? (B)(4). Is this instrument used for clinical testing? No. Bd notified date (per fse) 08/19/2021. Bd notified time (per fse) 13:30 est. Leak questions (if occurred). Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Yes. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Survey: did a death occur? (Yes or no) no. When did event occur? (Before use, during use, after use, unknown): before. Detailed incident death occurred (yes, no, or unknown): no. Serious injury (yes, no, or unknown): no. Erroneous results (yes, no, or unknown): no. Course of treatment if injury (yes, no, or unknown): no. Exposed to blood/bodily fluid (yes, no, or unknown): no. Stuck by needle/probe (yes, no, or unknown): no. Any safety issues (yes, no, or unknown): no. Any medical intervention (yes, no, or unknown): no.